Event description:
Infant's bed wet. Found transducer to be cracked and leaking.======================manufacturer response for tubing - IV, transpac IV monitoring kit neonatal, 12", 3 stopcocks, disposable transducer, 30 ml squeeze flush (per site reporter).======================awaiting response.